Event description:
A report was received that the patient would be explanted. No further information was provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70 (B)(4) model description:linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient would be explanted. No further information was provided.

Manufacturer narrative:
Additional information was received that the patient will be explanted due to patient not using the device any longer. The scs system is working properly.